Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire provided to the customer the part number and price for the main board for po (purchase order) processing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the vela ventilator had a vent inop (inoperable) and xdcr (transducer fault) alarms. Furthermore, there was no patient associated with the reported event. The customer confirmed that this vent is in long term storage in case of another pandemic and he performs an operational verification on it every 6 months to ensure functionality.